Event description:
It was reported that high impedance was found on (B)(6) 2012 by the treating physician. The device was not disabled due to the patient not experiencing any adverse events at the time of the event. There is no known cause for the high impedance, but the patient still does have seizures. The last time the patient's device was checked was about a year prior. The patient has not been referred for surgery in the future. Surgery may be likely, but it has not occurred to date. Ap and lateral chest x-ray images for the patent dated (B)(6) 2012 were reviewed by the manufacturer. The generator can be visualized in the left chest, and the placement appears normal. With the angle of the chest x-ray images, it is unable to be assessed whether the connector pins appear to be fully inserted inside the connector blocks. The lead wires appear to be intact at the connector pin. The filter feed-through wires also appear intact. A portion of the lead appears to be located behind the generator, so continuity in the lead in that area cannot be assessed. Attempts for additional information from the physician have been unsuccessful to date. The lead is routed upwards to the left side of the neck. The electrodes are visualized in the neck and appear to be in alignment. There are no gross lead discontinuities or sharp angles present. Based on the x-rays images received, there are no gross lead fractures or sharp angles that can be visualized. However, the presence of an unpronounced lead discontinuity cannot be ruled out. The cause of the high impedance cannot be determined with the images provided.

Event description:
The physician's office is not aware of any trauma or manipulation that may have contributed to the high impedance. Diagnostics were within normal limits a year ago when the patient was last evaluated. No additional information has been provided.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.